Event description:
The user facility reported that during a procedure, the video image on the endoscope was lost. The user facility was contacted for add'l info regarding this event via phone and in writing, but no further info was provided. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of image loss. The eval also found there was no endoscope ID data transmission, and the burndy pin resistance was low. There was corrosion found inside the electrical connector and on the flexible printed circuit (fpc) board due to fluid invasion. The cause of the fluid invasion could not be conclusively determined. However, as the device passed leak testing, user handling can not be ruled out as a contributory factor. This report is being filed as an MDR in an abundance of caution.